Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811191 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Root cause description: not able to determine. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It has been reported that the syringe s2 5ml 22ga 1-1/4in bd (B)(6) has been found containing foreign matter before use. The following has been provided by the initial reporter: at 8:00 a.m. On (B)(6) 2019, the pediatric outpatient nurse opened the package of 5ml syringe in the preparation of liquid dispensations, found foreign matter on the end of plunger rod . No harm was done to the patient.